Event description:
Report received that pts pump has confirmed rotor stall. Follow up with hcp revealed pt failed to get an adequate therapeutic response post implant and did not suffer severe withdrawal symptoms. Pt had not experienced a response of relief of spasticity as evidenced by the trial experience. Their spasticity and rigidity were unrelieved. The reservoir volume of the pump was found to exceed the expected volume. Approx expected volume was 7ml and 16ml remained in the pump. A rotor study revealed the rotor was stalled. Pump was replaced. Pt was doing well at last report with the new pump. Their spasms have been relieved.